Event description:
It was reported that during a drainage catheter treatment procedure, the drainage catheter was perforated by the guide wire. The patient had an abscess in her lower right abdomen. An apdl/10/k firm all purpose drainage catheter was selected. During introduction of the guide wire, it became kinked and also perforated the drainage catheter. However the procedure was able to be completed with the same wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: only the accu-stick was returned. The catheter device and other components were not returned. It presents several kinks along the body and residue was found. Following a detailed device analysis, it was noted that the accustick presented two kinks located approximately 1.5 cm from the tip and 3 cm from the tip. The tip of the device was bent/damaged. The device is not broken. A 0.0385 in. Mandrel was introduced into the accustick dilator and passed freely and without resistance through the device. There was no occlusion or any type of anomaly noticed within the accustick's lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a drainage catheter treatment procedure, the drainage catheter was perforated by the guide wire. The patient had an abscess in her lower right abdomen. An (B)(4) firm all purpose drainage catheter was selected. During introduction of the guide wire, it became kinked and also perforated the drainage catheter. However the procedure was able to be completed with the same wire. No patient complications were reported and the patient's status is fine.